Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, customer loaded cold insulin into the cartridge. Reportedly, customer performed a pump reset to address the issue. Customer's blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection to address bg.